Event description:
The surgical technician folded an aa4204vf model lens into the cartridge and it cracked. There was no patient contact or injury. The facility indicated that the lens may have malfunctioned. An msi-tr injector and an mtc-60fp cartridge were used, but the lot numbers were not provided by the facility.